Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an increased blood glucose (bg) level (over 350 mg/dl) and diabetic ketoacidosis. Reportedly, the cause was due to a non-tandem infusion set kinked cannula. The infusion set brand and manufacture was not provided. Multiple attempts were made to follow up with the customer on the reported issue, however, a response was not received.